Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low blood glucose. The customer's blood glucose at the time of incident was 35 mg/dl and yesterday was 225 mg/dl, 61 mg/dl, 120 mg/dl. The customer treated low blood glucose with carbs and coke, glucose tablets. It was also reported that customer was hospitalized in intense care unit for times with blood glucose value 78 mg/dl. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.